Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the overdischarge was not resolved, and the cause of the ins getting hot while recharging was not determined. The plan going forward is to replace the ins with a new model. A surgery date has not yet been set. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, lot#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain and arachnoiditis. It was reported that the patient was getting poor coupling with recharging and poor communication. The patient last had stimulation in (B)(6) 2017. It was eight months or more since the patient had last successfully charged their device due to non-compliance. The patient currently didn't have a healthcare professional (hcp). The patient was to work with their worker¿s comp attorney to find a new physician. The recharging antenna got hot at the pocket site in (B)(6) 2017. The patient tried charging but was unable to connect about 3 weeks ago. No further complications as a result of the event were reported at this time. Additional information was received from the patient. It was reported that the patient could not charge the ins. The patient stated she cannot go with all this pain much longer. The patient said she is at an 8 for pain. The patient was sent physician listings and directed to follow up with a hcp. No further complications were reported. Additional information was received from the manufacture representative (rep) on (B)(4) 2018. The rep indicated that a year ago the recharger got really hot and ins would no longer take a charge because the ins got hot. The caller did an antenna locator with the patient and was concerned because the numbers were only 48-54. Technical services reviewed that it is not necessarily indicative of a recharger issue and it is difficult to know if there is an actual issue with the recharger because the issue was a year ago and they don¿t have all of the circumstances. The caller would follow up and pull the ins out of the over discharge. No further complications were reported/are anticipated.